Manufacturer narrative:
(B)(4).

Event description:
It was reported that after implant, the patient triggered vt following oversensing of ventricular episodes. After review, myopotential oversensing was observed. Programming changes were made and resolved the problem. The patient was stable.